Event description:
The customer reported an issue with battery. There was no patient involvement, however, insufficient info available. At this time.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.